Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has to press the button multiple times for the pump to respond. Reportedly, the pump screen illuminates after the button is pressed multiple times. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.